Event description:
In this case, the customer reported to the field svc engineer (fse) that there was no communication available from the CT system audio sys and the pt could not be heard by the operator. The field svc engineer (fse) determined the cause was from a failed microphone board and microphone(s) which were replaced. There was no report of harm to a pt, operator of bystander.

Manufacturer narrative:
We will file a f/u MDR at the completion of the investigation. Internal cross reference: (B)(4).